Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): "reflux stopped" (reflux within device). A biomedical engineer reported the horizonal left switch on the foot pedal was not functioning. During the case, the reflux stopped while using the left switch causing an interior capsule tear. Additional info, received by the nurse, confirmed that during the case the surgeon was using "reflux" and the footswitch stopped functioning. A small capsular tear occurred, however, they were still able to implant the posterior capsule intraocular lens (pciol) in the capsular bag.

Manufacturer narrative:
The facility called in to technical services and a new foot pedal was ordered. The replaced foot pedal has been received an in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).